Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced transmitter issues and requested to run the plug procedure due to communication concerns, with abnormal led and rf icon behavior observed during testing. The customer reported no adverse event. The event involved product mmt-7911ww. Troubleshooting was performed and the customer unplugging the transmitter from the sensor, checking the connection bridge for damage, turning the sensor feature off and back on, connecting the tester to observe led behavior, performing reconnect sensor steps, repeating the tester procedure, deleting and re-pairing the transmitter serial number to the pump, and verifying rf icon status, with the outcome that the led did not blink as expected, and the rf icon did not turn green. The transmitter was not working properly, resulting in a replacement being shipped. No harm requiring medical intervention was reported. Mmt-7911ww was requested, and the customer¿s response was that the device would be returned.